Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). Age and date of birth unknown / not provided. Weight unknown / not provided. Brand name unknown / not provided. Catalog and lot number and unique identifier (UDI) number unknown / not provided. Last name: unknown / not provided. PMA/510(k) number not available. Item and lot number was not provide and the item is not being returned. Therefore, with the information provided, no further investigation can be carried out. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. No item lot # avail and no return device.

Event description:
It was reported that the abutment screw fractured in a well seated biomet bnst implant.